Event description:
It was reported the catheter placed in the cervical spine may have closed off. The catheter was replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. No symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Results code other = catheter.